Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that changed the cassette but reused the same solution bags while troubleshooting. The patient was advised that when starting over with new supplies to use a new bag and cassette. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient was aware to change out all of the supplies when starting over. The patient was performing therapy fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.